Event description:
It was reported that during a da vinci-assisted surgical procedure, site reported the issue has happened previously, complaint was opened to document previous procedure information. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the e-100 generator. The system was verified and ready for use. The unit was analyzed and inspection did not note any flaws related to the reported problem. E-100 was tested on a golden system, the unit was recognized by the system, power cycled 10 times, and performed 50 energy cycles and 10 cut/seal actions without issue. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.